Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited coating of the image guide hose had peeled off (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress applied on the insertion section as mentioned below: - physical stress like scraping or hitting the insertion section. -chemical stress due to non-conforming reprocessing to the IFU (reprocessing manual). -stress due to inappropriate storage environment, such as direct sunlight, high temperature, high humidity, x-rays, uv rays. 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects olympus will continue to monitor field performance for this device.